Event description:
A medtronic rep reported that a stealthstation s7 vertek is becoming increasingly loose when fully tightened. The site stated their vertek arm does not appear to be fully locked when tightened. There was no pt present.

Manufacturer narrative:
Pt info was not provided as no pt was involved in this concern. The device has not been returned to the MFR for eval.